Manufacturer narrative:
A review of the device labeling notes the following: the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There was one other complaint in the apollo database against this lot number, af04520. Additional information: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "deflation, vomiting and early removal" as follows: "the physiological response of the patient to the presence of the orbera365¿system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera365¿ system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic. Deflation and subsequent replacement." "Deflated device should be removed promptly."

Event description:
Patient reported that at 6 months she started vomiting and vomited the balloon. Patient is doing well.

Manufacturer narrative:
Supplement #x medwatch submitted to the FDA on 14/jul/2022. A device history record (DHR) review was performed as the lot number was provided and the device was returned. The subject product met all specifications and requirements in effect at the time of manufacture. There were no other complaints in the apollo database against this lot number, af04520. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 16/may/2022. A deflated balloon with green coloration on the shell was returned. There is a slit on the shell observed with the naked eye. Under microscopic analysis, the opening on the shell was noted to be punctured. Functional evaluation could not be conducted due to the large slit on the shell. The complaint was verified as it is uncertain how the puncture occurred.